Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was "pulling from the primary bag when given a bolus as a secondary". The back check valve would not stay closed for a secondary bag running at a rate of greater than 300 ml/hr. The event occurred in the oncology unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.